Manufacturer narrative:
Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube) and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the device would not hold the reservoir in securely. Pieces were breaking off from the reservoir compartment. Customer's blood glucose was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.